Event description:
(B)(4). Initial info received from a consumer on 18-aug-2008: a male consumer, age not provided, reported that he has had 2 treatments with poly-l-lactic acid (sculptra) for cosmetic purposes. (Lot number/expiration date not provided.) On his first visit, his physician did not have enough poly-l-lactic acid, so he had to come back for the second visit. His last treatment with poly-l-lactic acid was 24 jul (year was not specified). He stated that he developed lumps the size of "lima beans" and that there is "puckers" on the skin. Onset of events not provided. He said he feels disfigured, that he was a model for years, and now he looks terrible. Concomitant medication and medical history were not provided. Additional info for sculptra (lot number and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because on lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.